Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the system was explanted due to infection. It was noted that the device was used as an external pacemaker until the system was replaced.